Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified while based on the analysis, the alleged fill estimate issue could not be verified. The information will be used for tracking and trending purposes.